Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Were there any patient consequences? How was the procedure completed? Procedure name and event date? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During tying, the needle came loose from the suture. There were no adverse patient consequences reported. Additional information was requested.